Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt), the ICD interrogated an excessive charge time triggering a charge time-out and end of life (eol) warning. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue with the battery. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the longer charge times. Battery analysis revealed a failure mode where the voltage plateau failed to properly trigger recommended replacement interval early. With a lower voltage plateau, the device would have reached end of service voltage before logging the excessive charge time and charge time out events. If information is provided in the future, a supplemental report will be issued.